Event description:
Midline hernia removed on (B)(6) 2010 by doctor (B)(6); after which the "tissue shattice matrix 16 x 20 firm 16200" was implanted. Post op visit indicated that infection was present on that date (B)(6) 2010. Dr. (B)(6) informed me that the mesh was to be removed in early 2011. He left the practice but before doing so, he emphatically told me that the mesh needed to be removed in early 2011.